Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Implant date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery the patient underwent a shunt revision on (B)(6) 2016 for an obstruction of a 9 year old catheter. According to the report, the proximal end of the ventricular catheter broke secondary to tissue ingrowth and a short section remained in the ventricle. Reportedly, about two months later, the ventricular segment was removed during the placement of a new shunt. The patient¿s medical history included congenital hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.